Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited under-sensing and variation in p wave sensing amplitude. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.